Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted less than one month, could not be interrogated with 3 programmers, and different wands. The device did not elicit magnet tones. No electromagnetic interference (emi) sources were identified.